Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported having to be taken to the hospital ER due to "treatment that she induced based on readings". Customer reports symptoms including: "shaking, hot and cold flashes, lots of sweats, confusion, and very forgetful". She was diagnosed with severe hypoglycemia and was treated with "ivs to bring sugar up and high calorie food". She reported noticing an error message and other icons on her unlocked freestyle flash device. No readings were provided.